Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 with cooladvantage to the lower abdomen, upper abdomen, bra line, who developed paradoxical hyperplasia (pah/ph) of the lower abdomen (onset (B)(6) 2017) diagnosed (B)(6) 2018. Upm (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 with cooladvantage to the lower abdomen, upper abdomen, bra line, who developed paradoxical hyperplasia (pah/ph) of the lower abdomen (onset (B)(6) 2017) diagnosed (B)(6) 2018. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.